Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Subsequently, the battery gauge was noted to be fluctuating. Reportedly, the customer plugged the pump into an alternate wall adapter and used an alternate usb cable to resolve the issues. The customer¿s blood glucose was 88mg/dl. Replacement charging supplies were sent to the customer.